Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a healthcare professional in south africa of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that 5 years and 10 months post cataract surgery and iol implantation opacification of the iol was observed.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that opacification of the iol was observed for the first time 5 years and 10 months post iol implantation. The patient underwent cataract surgery and superflex aspheric 920h iol implantation on (B)(6) 2008. Iol implantation was not combined with any other ocular procedure and is reported to have been performed without complication. The patient medical history received identified that the patient has fuchs endothelial dystrophy, diabetes mellitus and hypertension. Post iol implantation, the patient required several ocular procedures; yag capsulotomy on (B)(6) 2011, descemet stripping automated endothelial keratoplasty (dsaek) on (B)(6) 2013, re-bubbling of the anterior chamber with sf6 gas on (B)(6) 2013 and repeat dsaek on (B)(6) 2013. Opacification was observed for the first time 5 years and 10 months following iol implantation and 9 months following insertion of sf6 gas into the anterior chamber. Opacification led to a decrease in the patient visual acuity necessitating lens explantation. Lens explantation and exchange was performed on (B)(6) 2014. The iol is not available for return to rayner. The device has been discarded by the healthcare facility. Rayner ifus contraindicate "active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication") and "corneal decompensation or endothelial insufficiency". Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Rayner's rate of secondary calcification remains extremely low. Our incident rate for the period january 2016 - february 2022 is (B)(4)%. Additionally, the rate of confirmed opacification cases (where we have performed sem and eds analysis and have identified calcium phosphate on the lens) is 0.0006%. The patient's medical history, repeat ocular procedures with insertion of sf6 gas are contributory/causative factors to the onset of post-operative opacification in this case.